Event description:
It was reported that a patient presented remotely via merlin.net. Review of the transmission revealed intermittent ventricular capture on the implantable cardioverter defibrillator (ICD). No changes or intervention was performed; the device will continue to be monitored. The patient condition was stable.